Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Size 8 summit broach became incarcerated in femur during daa thr. Size 8 summit broach extraction trunion broke while attempting the extract broach. Surgery was delayed of 180 minutes. Femoral osteotomy to extract broach was performed when event occurred to complete the surgery successfully. There were fragments generated but were removed easily without additional intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.